Manufacturer narrative:
Qn# (B)(4). The customer returned one unit 528235 visistat 35w 6/box for investigation. The returned sample was visually examined with and without magnification. Visual examination of the returned stapler revealed that the bottom of the stapler is out of position. It is pushed too far towards the distal end of the device. The returned sample appears used as there is biological material present on the device. The staples appear properly aligned. The stapler was returned with 38 staples left in the cartridge. Reference file pic_anp1900057101 for investigation photos. An attempt to fire staples was made by engaging the trigger of the stapler using hand pressure. The first staple was unable to fire from the device. Additional attempts were made but no staples fired. The bottom being out of position is preventing the staples from firing. The sample was shipped to the manufacturing site for further investigation and it was confirmed that the bottom being out of position is a manufacturing related defect. Other remarks: CAPA has been initiated to further investigate this complaint issue. The bottom being out of place is a manufacturing related issue that is preventing the staples from firing. The reported complaint of "staple jamming" was confirmed based upon the sample received. It was found that the bottom of the returned stapler was out of position as it was pushed too far towards the distal end of the device. This prevented the staples from firing from the device. This is a manufacturing related issue. CAPA has been initiated to further investigate this complaint issue.

Event description:
It was reported that the doctor found staples jamming during use on patient. There was no patient injury.

Manufacturer narrative:
(B)(4). The device history review for the product visistat 35w 6/box , lot #73j1600732. Investigations did not show issues related to the complaint. The device has not been returned for investigation at this time. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the doctor found staples jamming during use on patient. There was no patient injury.